Event description:
Procedure type: urological/gynecological. According to the reporter: the patient underwent an anterior, posterior, and urethral repair for treatment of a pelvic organ prolapse and stress urinary incontinence. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00034 (posterior biosynth support system), 9615742-2011-00030 (pelvilace), 9615742-2011-00029 (uretex to hook kit).